Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (rv) lead exhibited impedance issues. Subsequently, this lead was explanted and successfully replaced. During surgery, fibrosis was observed on the subclavian vein region. No additional adverse patient effects were reported. This rv lead has not been returned for analysis.